Manufacturer narrative:
Correction to field h6: impact codes. Model number/catalog number 72404127. Serial number n/a. Batch/lot number 1100309472. Model/catalog description control pump fgs iz. Unique identifier (UDI) # (B)(4). Model number/catalog number 72404130. Serial number n/a. Batch/lot number 1100307092. Model/catalog description belt cuff fgs 4.0 cm iz. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of urinary incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A cystoscopy was performed which revealed that the patient appeared occluded; therefore, the physician decided to remove and replace the existing balloon with a higher pressure one and add an additional cuff. No additional patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A cystoscopy was performed which revealed that the patient appeared occluded; therefore, the physician decided to remove and replace the existing balloon with a higher pressure one and add an additional cuff. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number 72404127. Serial number n/a. Batch/lot number 1100309472. Model/catalog description control pump fgs iz. Unique identifier (UDI) # (B)(4). Model number/catalog number 72404130. Serial number n/a. Batch/lot number 1100307092. Model/catalog description belt cuff fgs 4.0 cm iz. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Urinary incontinence is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.